Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a urinary stones with lithotripsy procedure in the renal pelvis performed on (B)(6) 2021. During unpacking, the physician found that the tip of the polaris loop ureteral stent became fractured. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft was break, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(6). (B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the renal pigtail was not returned with the device due to the shaft was detached. Additionally, the suture string and the stabilizer were not returned for the analysis only the positioner. No other problems with the device were noted. The reported event of coil detachment of device or device component was not confirmed. During manufacturing process the units are inspected in order to detect or avoid defects, however, there is no control in how devices are handled in the field. Additionally, the stent returned without the suture string and the stabilizer only the positioner returned. The outside of the original pouch, it is evidence of the stent was manipulated. Therefore, the failures found (shaft detached) is issue that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.